Manufacturer narrative:
The insulin pump passed the displacement, operating currents, self test and off no power test. No weak battery alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No moisture damage was found inside of the insulin pump. The insulin pump was received with minor scratches on the display window, cracked case at the display window corner, cracked reservoir tube lip, cracked reservoir tube and a missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed weak battery just after a new battery was inserted. After another battery replacement, the device alarmed button error. The blood glucose reading was 260 mg/dl. The customer stated that the insulin pump may have been exposed to pool water. Advised replacement of the insulin pump. Nothing further reported.